Manufacturer narrative:
Docker cable. Cotter pin, clevis pin.

Event description:
It was reported by service report that the foot pedals was not engaged in brake and steer and bed exit was only alarming locally. No pt involvement or adverse consequences are reported.